Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/1/2022, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak could not be implanted and ended up bending and breaking during insertion. Another self-punching knotless 2.6 fibertak was opened and used with a guide, however, the tip also bent. This was discovered during a shoulder surgery on (B)(6) 2022. Case was completed with 3.0 suturetak and no further issues were reported.